Event description:
It was reported the patient expired after care was withdrawn. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08107 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 42-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was placed on impella cp support after the patient became tachycardiac and decompensated while a central line was inserted into the patient. The patient developed a brain bleed after having a stroke earlier in the week. Family withdrew care.